Event description:
The patient reported that he has been having halos and glare since the lenses were implanted in both eyes. He cannot drive at night due to the powerful glare effect at night. He cannot watch television. He sees halos on everything and is very unhappy. The patient consulted his opthalmologist and he prescribed eye drops that were prescribed to shrink the pupil. The patient could not remember the name of the eye drops. The patient stated that the eye drops did not help him. A separate medical device report (MDR) is being submitted for each lens. This MDR is being filed for the right eye.

Manufacturer narrative:
Explant date: not applicable. The lens remains implanted in the patient's eye at the time of the report. Because the lens remains implanted in the patient's eye at the time of the report, the device is not being returned for evaluation. All pertinent information available to abbott medical optics has been submitted. Placeholder.